Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. This complaint is a duplicate of (B)(4). All of the products associated with this complaint have had a previous device history records review conducted on them. The reviews for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Litigation papers received alleging that the patient suffers from pain and excessive levels of chromium cobalt. Also alleged is the patient has suffered from infection and staph infection. Update rec'd: 9/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. Service update reports that the products are pinnacle, not asr, and are being updated accordingly. Update: 12/22/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated septic hip, threading noted under the femoral head, black staining between the liner/cup. All implants were removed and prostalac was placed. The patient was reimplanted on (B)(6) 2012 with competitor products. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/19/2015.